Manufacturer narrative:
(B)(4). Device not yet received

Event description:
It was reported that the locator abutment fractured. There was no reported delay.

Manufacturer narrative:
No product was returned for evaluation. The supplier ((B)(4)) was notified of the complaint and they provided a response. A lot number was not provided, therefore a DHR review could not be performed by the supplier. A complaint history review could not be performed. A root cause for the complaint could not be determined.